Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The nurse reported that there was a storm, and lights were flickering. Then both of her central nurse's station (cns) displays show no sync around 2 am cdt. Nihon kohden technical support (tech support) had her check the led indicator on the cns. None are lit. The cns is plugged into ups, and the ups left battery led indicator is full and right battery led indicator has one bar. Tech support had her remove cns power plug from ups, plug it into wall outlet, and power on the cns. The cns powers on, but she gets "scanning and repairing drive 36% complete. Then, the displays go black and shows no sync. Tech support had her power off the cns, re-seat display cables behind cns (did not do actual displays since they were hard to reach), and power on cns, but she still gets no sync on both displays. The nurse was not comfortable doing further troubleshooting and stated they would contact a biomedical engineer (bme). Tech support called the customer back, and they stated they called their it. They rebooted the cns, and then it came back up. They stated the issue was resolved. No patient harm was reported.

Event description:
The nurse reported that that there was a storm, and lights were flickering. Then both of her central nurse's station (cns) displays show no sync around 2 am cdt. Nihon kohden technical support (tech support) had her check the led indicator on the cns. None are lit. The cns is plugged into ups, and the ups left battery led indicator is full and right battery led indicator has one bar.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying comm loss via a "no sync" error message. The customer stated a recent storm caused the lights to flicker. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting steps. Nk ts advised the customer to check the led indicator on the cns, and no lights were on. The customer could not perform some of the troubleshooting steps. Nk ts advised the customer to check the cables for loose connections. A follow-up call from the customer stated that their it department rebooted the cns, which resolved the issue. The root cause is determined to be the facility's network environment. The storm most likely caused an ungraceful exit of the cns. A review of the serial number history shows no recurrence of a "no sync" comm loss message.